Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Mlurc: user's test strip had poor storage according with the complaint.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 130 to 145 mg/dl. The blood glucose testing is performed once daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on 11/09/2015 as a result of the meter's readings. The customer is currently taking medication to manage diabetes. Comparison of blood glucose test results by customer from trueresult meter to onetouch meter. Back to back blood test performed by customer fasting on (B)(6) 2015 8:41am produced test results of 139 mg/dl using onetouch meter and 106 mg/dl using trueresult meter. The product is not stored by customer according to specification since retained in the kitchen. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is 11/08/2015. The meter memory recalled for fasting test results performed with test strip lot# ps2473: (B)(6). Adverse event not reported.